Manufacturer narrative:
The device was received for evaluation out of the pouch and primed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by spiking the set into an in-house solution bag, repriming the set, and checking for flow. The device was found to prime and flow normally with no issues noted. The reported condition was not verified. The device operated per specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set stopped flowing during infusion. The reporter indicated that no visible issues had been noted with the set, and that the set had been able to be primed. There was no patient injury or medical intervention associated with this event. No additional information is available.